Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review ¿ manufacturing location: (B)(4), supplier: sphinx. Manufacturing date: 15 oct. 2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a drill bit loaner set was returned from a hospital with the drill bit broken near the handle. It is unknown if the drill bit broke during surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: clarification: patient involvement in this case is unknown. The broken device was discovered on (B)(6) 2015; however, it is unknown when the device actually broke. Product investigation summary: the investigation of the complained article shows that the drill bit is broken into two (2) pieces. Unfortunately, the exact cause which has led to this occurrence could not be determined. It is likely that too much mechanical force had been applied during the surgery. This is very delicate drill bit which requires extra caution during use. Please note: blunt drill bits require more mechanical power during the application; therefore, it is recommend that blunt or damaged instruments be exchanged before surgery. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.